Event description:
This event involved a patient three years and six months post heartware hvad implantation who experienced battery issues. The report received indicated that the patient's wife notified the perfusionist that the batteries, when fully charged, only provide power for one hour. The batteries were removed from the patient and a new battery was supplied. No harm or injury to the patient was reported as a result of this incident.

Manufacturer narrative:
The battery was returned; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the battery met all requirements for release. Functional testing revealed that the returned battery contained a faulty cell pair; however, this battery had charge/discharge cycle counts (496 cycles) that were approaching the end of its useful life (500 cycles). An internal investigation (CAPA) has been open to address the issue. This is one of two reports (3007042319-2014-00145, 00146) submitted for devices related to the same event. No additional information will be forthcoming.